Event description:
Boston scientific received information that the non-bsc left ventricular (lv) lead displayed increased pacing impedance measurements greater than 2,000 ohms. The local area sales representative discussed recommendation for further evaluation. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.